Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out tubing during manual prime. The customer was also reported that insulin pump received compromised force sensor system alarm. The drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/compromised force sensor system test due to cracked end cap. Unit was received with loose/protruded drive support disk, missing drive support sticker, missing end cap sticker, minor scratched lcd window, cracked battery tube threads, partially broken reservoir tube lip, missing reservoir tube o-ring and missing address/serial number label.